Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty. The 80% stenosed, 32 x 3.00mm target lesion was located in the mildly tortuous and non calcified left anterior descending artery (lad). During implantation of a 32 x 3.00mm promus elite drug-eluting stent at nominal pressure, a dissection was noted at the proximal end of the artery. A 24 x 3.00mm promus elite stent was deployed. To cover the dissection there were no complications and the patient was stable post procedure.

Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty. The 80% stenosed, 32 x 3.00mm target lesion was located in the mildly tortuous and non calcified left anterior descending artery (lad). During implantation of a 32 x 3.00mm promus elite drug-eluting stent at nominal pressure, a dissection was noted at the proximal end of the artery. A 24 x 3.00mm promus elite stent was deployed to cover the dissection there were no complications and the patient was stable post procedure.